Event description:
The lay user/patient contacted lifescan (lfs) in 2008 alleging that the ultralink meter will not power on with the test strip inserted into the meter. The patient did not exhibit any symptoms or seek any medical attention due to the alleged issue. Meter is not a new product and the patient was using the correct vial of test strips. Meter was replaced. The complaint is being reported due to the alleged issue and issue was not resolved.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.